Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty connecting a dexcom g7 cgm to the ilet and inadvertently initiated pairing of a new ilet in the mobile app, which led to a ¿pair your ilet to start¿ prompt; the g7 subsequently connected to the ilet and the ilet was successfully paired to the app after guided steps. Symptoms included hyperglycemia with a reported blood glucose of 223 mg/dl and approximately one hour above target. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no acute health effects. Investigation included user education and guided troubleshooting to complete device and app pairing. Investigation of this case revealed successful restoration of connectivity between the g7 and the ilet and successful pairing of the ilet with the mobile application. It was concluded that the event was related to initial pairing and connectivity issues that were resolved with troubleshooting and education.